Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high glucose (glu) results generated by the unicel dxc 600 pro synchron clinical systems for several patient samples. The specimens were re-tested on a different instrument and these results were reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse inspected the instrument and found a loose fitting on the sample probe; 3-way valve block was loose. The fse replaced the worn looking sample syringe. Upon recur, false high cartridge chemistry results could cause/contribute to serious injury. Hardware issue may have contributed to this event. However, a clear root cause has not been determined.